Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion set tubing detached from hub event on (B)(6) 2024. No further information available.